Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 2500 ohms. It was noted low amplitude and high pacing thresholds were also observed. The physician elected to continue to monitor the patient/system. This ra lead remains in service. No adverse patient effects were reported.